Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a failure to capture and oversensing noise on the right ventricular (rv) lead. On (B)(6) 2021 the physician elected to cap and replace the rv lead. The patient condition is stable.